Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump experienced a tube load error at the start of therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury or intervention required. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "tube load error" alarms which were reproduced. The reported symptom 'tube load error' was confirmed in the ehl review and reproduced during evaluation as a reload set alarm. Evaluation found a failing upstream sensor with low readings to be the cause. The failed upstream sensor was replaced. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-05218 can be removed from the FDA database.